Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02528. The patient received two leads (from the same lot) as part of his scs system. It was reported, the patient experiences heating at the ipg site and his leads have possibly migrated. The patient's system was explanted at his request.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.